Event description:
As reported by the (B)(4) registry, approximately ten days post carotid stenting procedure, the patient deceased after going into cardiogenic shock. Approximately two years earlier a previously placed cypher stent thrombosed and during intervention the patient went into cardiac arrest after the vein graft abruptly closed. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the proximal right internal carotid artery (r5). The patient's medical history includes hyperlipidemia, cardiac arrhythmia, abnormal stress test, congestive heart failure, CABG, renal insufficiency, history of smoking, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, hypertension. In (B)(6) of 2007 the patient had undergone percutaneous transluminal angioplasty (pta) and stenting of the saphenous vein graft to the obtuse marginal (90% stenosis) with a 3.5x13 cypher stent. During the procedure, it was also noted that the left main had a 75-80% stenosis. The left anterior descending artery (lad) was 100% occluded from the origin of the left main. The circumflex was 100% occluded off the left main. The right coronary artery (rca) is 100% occluded proximally. Approximately 30 months after initial stent placement, the patient returned with recurrent ventricular tachycardia (v-tach) and chest pain. Angiography was performed and revealed a 90 to 95% stenosis in the distal portion of the saphenous vein graft.

Manufacturer narrative:
The physician elected to perform intervention of the vein graft to the obtuse marginal. After accessing the lesion with a 6fr. Left coronary bypass guidecatheter and a l4 hi-torque floppy wire ivus was performed for vessel sizing. The lesion underwent angioplasty using a 3.75x 10 dura star balloon. At this point there was abrupt closure of the saphenous vein graft, and the patient essentially arrested. The patient was intubated. The patient had numerous incidents of v-tach. The patient was shocked per his own ICD and externally. The patient was also given several doses of intragraft adenosine. Also, mechanical thrombectomy was performed with a pronto device. An intra-aortic balloon pump was inserted from the left common femoral artery. The physician was able to regain flow after thrombectomy and balloon pump insertion. The patient's blood pressure stabilized and the vein graft was recannulated. The patient underwent angioplasty of the proximal vein graft to the obtuse marginal which appeared to have some thrombus. A cypher 3.5x18 stent was implanted in the distal portion of the vein graft. The proximal portion was not stented due to presence of thrombus in the vessel wall and there was no limitation of flow proximally. Approximately twenty five months after revascularization of the saphenous vein graft, the patient was enrolled in the (B)(4) study for carotid stenting. The target vessel was described as mildly calcified and severely tortuous. The rate of stenosis was 95%. There was thrombus present at the delivery site. An angioguard (401814rmc/lot 70511504) was advanced and placed distal to the target lesion. The lesion was pre-dilated. A precise (pc0830rxc/ lot 15440710) stent was successfully deployed in the lesion. The angioguard was carefully removed from the patient. Upon removal, it was noted that there was debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. Ten days post procedure, the patient expired. The cause of death was cardiogenic shock. Death related to failure to thrive; patient requested dnr status a comfort care only. The physician does not relate the cardiogenic shock to the cordis products. The patient has a history of stent placement of coronary stenting with the svg to the rca using a 5x18 ultra and ptca-stent placement of the svg/posterior descending artery anastomosis using a 2.5x13mm cypher stent. As per the contact, the physician does not believe the patient's death was related to his prior intervention. This patient unfortunately was very sick and had many factors that lead to his death. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with MFR reports # 3003742446-2012-00016, 3003742446-2012-00017, and 9616099-2012-00074.

Manufacturer narrative:
The complaint received states that this patient suffered chest pain, coronary artery occlusion, restenosis, thrombosis, cardiac arrest, ventricular tachycardia and cardiogenic shock approximately 30 months post cypher stent implantation. The patient was a (B)(6) male who was enrolled in the (B)(4) study, approximately twenty five months after revascularization of the saphenous vein graft, for stenting of the proximal right internal carotid artery (r5). The patient's medical history includes hyperlipidemia, cardiac arrhythmia, abnormal stress test, congestive heart failure, CABG, renal insufficiency, history of smoking, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, hypertension. The patient has a history of stent placement of coronary stenting with the svg to the rca using a 5x18 ultra and ptca-stent placement of the svg/posterior descending artery anastomosis using a 2.5x13mm cypher stent. In (B)(6) 2007, the patient had undergone percutaneous transluminal angioplasty (ptca) and stenting of the saphenous vein graft to the obtuse marginal (90% stenosis) with a 3.5x13 cypher stent. During the procedure, it was also noted that the left main had a 75-80% stenosis. The left anterior descending artery (lad) was 100% occluded from the origin of the left main. The circumflex was 100% occluded off the left main. The right coronary artery (rca) is 100% occluded proximally. The sapphire target vessel was described mildly calcified and severely tortuous. The rate of stenosis was 95%. There was thrombus present at the delivery site. An angioguard (401814rmc/lot 70511504) was advanced and placed distal to the target lesion. The lesion was pre-dilated. A precise (pc0830rxc/ lot 15440710) stent was successfully deployed in the lesion. The angioguard was carefully removed from the patient. Upon removal, it was noted that there was debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. Approximately 30 months after initial stent placement and approximately 10 days post carotid stent placement, the patient returned with recurrent ventricular tachycardia (v-tach) and chest pain. Angiography was performed and revealed a 90 to 95% stenosis in the distal portion of the saphenous vein graft. The physician elected to perform intervention of the vein graft to the obtuse marginal. After accessing the lesion with a 6fr left coronary bypass guide catheter and a l4 hi-torque, floppy wire ivus was performed for vessel sizing. The lesion underwent angioplasty using a 3.75x 10 dura star balloon. At this point, there was abrupt closure of the saphenous vein graft, and the patient essentially arrested. The patient was intubated. The patient had numerous incidents of v-tach. The patient was shocked by his own implanted ICD as well as externally. The patient was also given several doses of intragraft adenosine. Also, mechanical thrombectomy was performed with a pronto device. An intra-aortic balloon pump was inserted from the left common femoral artery. The physician was able to regain flow after thrombectomy and balloon pump insertion. The patient's blood pressure stabilized and the vein graft was recannulated. The patient underwent angioplasty of the proximal vein graft to the obtuse marginal which appeared to have some thrombus. A cypher 3.5x18 stent was implanted in the distal portion of the vein graft. The proximal portion was not stented due to presence of thrombus in the vessel wall and there was no limitation of flow proximally. Ten days post procedure, the patient expired. The cause of death was cardiogenic shock. Death related to failure to thrive; patient requested dnr status a comfort care only. The physician does not relate the cardiogenic shock to the cordis products. As per the contact, the physician does not believe the patient's death was related to his prior intervention. This patient unfortunately was very sick and had many factors that lead to his death. The cypher stents remain implanted thus unavailable for analysis. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Coronary occlusion is known potential adverse event associated with implanting coronary artery stents. Review of the information provided suggests, vessel/lesion characteristics and /or procedural factors may have contributed to the reported events. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. It is unknown if the patient was maintained on a dual anti-platelet medication regimen. Arrhythmia is a known potential adverse event associated with coronary stent implantation and is listed in the IFU as such. There is no sterile lot number information available thus no DHR could be performed. No corrective action will be taken at this time. The inherent changes in coronary blood flow associated with invasive and interventional procedures may contribute to disturbances in the normal cardiac electrical functioning resulting in arrhythmias. Death, following cardiogenic shock, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension, hyperlipidemia and aggressive vascular disease. Please note that this medwatch report represents one of three products involved with this event which is associated with MFR report # 3003742446-2012-00016, 3003742446-2012-00017, and 9616099-2012-00074.